Manufacturer narrative:
(B)(4) secondary surgery. (B)(4). Evaluation: method: (other) - lens work order search. Results: (other) - a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon implanted a micl 12.6mm implantable collamer lens in the pt's left eye on (B)(4) 2010. Lens was explanted due to pt developing a cataract. Further information has been requested, but none has been forthcoming. A medwatch supplemental will be submitted when further information is available.